Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to hold down the act button until receiving a second series of beeps and/or numbers appear on the display. The customer stated that they did not receive the beeps nor did the numbers appear on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify prime/fill anomalies due to motor error alarm.